Event description:
Information received from the field notes that magnet application gave four beats at 100 ppm then multiple pvc's from the patient, then four beats at 100 ppm. The device did not have a steady magnet rate and the vario rate did not increase to 120 ppm. Attempts to override the rate with programming was not successful. The patient was in sinus rhythm at 75 bpm and was not pacemaker dependent.